Event description:
Patient presented to the physician with the stimulation lead extruding from skin after manipulating the area. Physician prescribed antibiotics, brought the patient into the or, cut the stimulation lead at the ipg, and removed the lead.